Event description:
While reviewing histopathology reports, qa nurse noted gross diagnosis by pathologist was bilateral breast implants with evidence of rupture. Clinical history described as capsular contracturers, bilateral implants (previous augmentation). On 12/1/92 contacted physician who removed devices. He did not insert them and indicated that they had probably been in place almost 20 years. He did not know any information about manufacturer or device identificationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.